Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 693 mg/dl and current blood glucose was 142 mg/dl. The customer was treated with manual injection. Customer reported that insulin pump system has not been in use within 48 hours. Customer also alleging pump was under delivered. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.